Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the 7 segment led displays were not functioning as expected due to extensive contamination and corrosion throughout the entire device internally. The speaker was also found to be defective as no sound was heard from the speaker. The speaker was replaced and audio was restored.

Event description:
The customer reported that the led segments on the numeric display do not illuminate. No known impact or consequence to patient.